Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 437mg/dl. The caller stated that the customer experienced head ache. Troubleshooting was performed. The programming on the pump and the time were correct. Reviewed the prime history and found the customer uses only 1.1 units to prime during the infusion set change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.